Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 592 mg/dl. The cause of the high bg was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. A bolus was delivered to address bg level. In addition, the infusion set was changed. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received.